Manufacturer narrative:
The hvad pump (B)(4) was not returned for analysis as it remains implanted in the patient. The controller was not returned as it is still in use with the patient. Review of the manufacturing documentation confirmed that the device ((B)(4)) met all requirements for release. A review of the controller log files associated with the event confirmed the reported electrical fault' alarms that occurred on the day of the reported event. A heartware clinical engineer performed a visual examination which revealed that the two pin sockets in the driveline connector were recessed. The engineer performed a 'driveline splice repair' procedure to remediate the driveline connector issue. The repair was successful and no further electrical faults have been reported indicating that the recessed components in the driveline connector caused the electrical faults. The most likely root cause of the electrical faults experienced by the patient resulted from an intermittent driveline connection caused by recessed pin sockets in the driveline connector. Applicable risk documentation and experience with events of similar circumstances were considered; events with an intermittent electrical connection of the driveline are most often attributed to the driveline connector being subjected to a significant tensile force. This may result in recessed pin sockets which can potentially lead to a loss of electrical continuity. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use (IFU) states about electrical faults -a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the system motor, driveline and connector or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the system pump will be running on a single stator and will consume slightly more power. The IFU also provides instructions and surgical technique to avoid contamination of the driveline. (B)(4). This is report one of two reports (3007042319-2014-00457 and 3007042319-2016-02194) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient had several electrical faults. There were no pump stops or adverse events associated with the electrical faults. The patient exchanged the primary controller to his backup controller without solving the problem. A manufacturer's representative service engineer went to the facility to inspect the driveline and connector revealing two pins recessed on the connector. A splice repair procedure was performed by the manufacturer's representative. The patient was admitted to the hospital and the splice repair procedure was conducted in the operating room so that emergency equipment could be made available if needed. The patient remained in a stable condition during the splice repair procedure and there was no need for medical intervention. The total time that the pump was off was less than one (1) minute. The splice repair resolved the electrical faults. The driveline cable and controller were not returned to the manufacturer for evaluation despite multiple requests.